Event description:
It was reported that the continuous glucose monitor graph was absent. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolve

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.